Event description:
It was reported when using the pyxis medstation es system had drawer or pocket failures.the user confirmed that there was a delay happened during dispensing a medication.there were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the malfunction occurred due to the not recovered cubie pockets. A field service engineer assisted customer by ejecting the cubies via hardware testing diagnostics application and hence resolved the issue. The system functioned as intended after the field service engineer troubleshooted the device.